Event description:
It was reported that when using the bd pyxis¿ anesthesia station es patient was not found in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient was not found in pyxis. A technical support specialist (tss) dialed into the server and logged in as carefusion admin. The tss ran the server downtime query, and the carefusion coordination engine (cce) showed no disconnected flags. The tss also ran the cce received message query and identified no errors. The system functioned as intended after technical support specialist investigated the device.